Event description:
It was reported that this right ventricular lead was surgically abandoned due to lead fracture & out of range impedances above 2500 ohms. No additional adverse patient effects were reported.